Event description:
Pt was admitted for removal of hardware in right hip, due to repeated dislocations, pain and infection. In accordance with hosp policy, the components removed are not available for release.